Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the side buttons of the pump are damaged. Patient stated he can no longer set his insulin dose. Patient reported the upper side button is completely broken. No adverse event reported. Requested return of the alleged pump for evaluation.